Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer reported via e-mail the metal head of the toothbrush broke off where you attach the brushheads and the brushheads will not stay on the toothbrush. No injury was reported.